Manufacturer narrative:
A root cause for the reported event could not be determined through the evaluation of the returned pump. Examination of the sealed inflow and outflow conduits upon disassembly of the device revealed depositions of denatured, fixed blood. The hard, grainy texture of these depositions suggested that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned to the manufacturer for investigation. Further analysis of the returned pump revealed similar depositions of coagulated blood throughout the pump; however, there were no apparent thrombus formations or developed depositions identified through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 9 months. (B)(4). The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an international normalized ratio (inr) of 3.0 on (B)(6) 2014 at the long term acute care facility she resided in. She was on coumadin and asa and her coumadin was held that night. She then presented to the hospital on (B)(6) 2014 with multiple cardiac arrests associated with a declining neurological state. She was found in ventricular fibrillation and was defibrillated twice. On admission her inr was 9.02. An urgent CT of the head showed a massive intracranial hemorrhage. A neurosurgery consult deemed the patient¿s condition as ¿unsalvageable¿. Due to a persistent vegetative state, a nuclear study was performed on (B)(6) 2014 which confirmed brain death. An echocardiogram performed on (B)(6) 2014 exhibited an ejection fraction of 30-35%. The patient was extubated and expired on (B)(6) 2014. An autopsy report indicated that septic emboli were noted in sections of the heart, spleen and kidney which may represent the etiology for the patient¿s cerebral hemorrhage, which ultimately was the cause of death. The autopsy report stated, ¿there is sufficient evidence to suggest that an infected vad contributed significantly to terminal sepsis in this case.¿